Event description:
It was reported that while using the surgical fiber during a prostate procedure, there was "diminished vaporization of fiber" at 87,849 joules of use. The case was completed using a second fiber. Procedure was completed with a total of 112,096 joules of use. Pt outcome: "no pt injury".

Manufacturer narrative:
(B)(4). The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber exhibited a radial fracture distal to fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture rotated independently of metal cap. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe burnt on detritus. The outer flow tubing exhibited severe contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.